Manufacturer narrative:
The customer contacted the (B)(4) customer care center (ccc). A (B)(4) customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse performed a total service. The system was performing as expected with no issues identified. The cse ran precision, resulting within range. The customer ran quality control (qc), resulting within range. The customer then ran results comparisons on both instrument, and the results matched. A siemens headquarter support center (hsc) specialist reviewed the event data and concluded that this is an isolated incident, as the discordant results could not be reproduced. The cause of the discordant, (B)(6) elevated tni_ultra result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, (B)(6) elevated troponin (tni-ultra) result was obtained on one patient sample on an advia centaur xp instrument. The discordant result was reported to the physicians, who questioned it. The patient was redrawn 2 and 4 hours later, and both samples resulted zero. The customer then reran the initial sample on the original instrument and an alternate advia centaur instrument, also resulting zero. The customer also ran blood urea nitrogen (bun) and creatinine (crea) results on the samples to confirm that the samples were not mislabeled or the wrong patient was drawn. The corrected result was reported to the physicians. There are no known reports of adverse health consequences due to the discordant, falsely elevated tni-ultra result